Event description:
The patient reported that on or about (B)(6) 2021 the adhesive pad did not stay attached to the body. Patient reports that he uses v-go using proper fill, wear, and go procedure and the past 5 v-go 20 device's became detached from his body in a couple of hours. Patient wears v-go on his abdomen and stated he works outside and sweats a lot.